Manufacturer narrative:
A field service engineer (fse) found the tubing was cut by the single tube pinch valve (vl8) from the normal operation. The fse replaced split red stripe tubing at the primed sample isolator valve (vl8) from fluid detector (fd6) to dispense probe. The fse cleaned the leak. Root cause is associated with a defect found in the red stripe tubing at vl8.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that unknown volume of blood had leaked in the right bottom tray of the lh750 slidemaker instrument. The user was wearing personal protective equipment (lab coat, gloves and goggles) at the time of the event. The operator did not seek medical treatment and there was no report of exposure to mucous membranes or open wounds. There was no report of death, injury or change to patient treatment associated with this event.